Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the shoulder-arthroscopy with suture of the rotator-cuff that the fiberwire and the fibertape are cut by the device at the slightest touch. This means that cutting through a soft tissue bridge leads to cutting through the fibertape. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. At the time of the investigation assessment, no information has been provided to arthrex product surveillance that would allow an investigation into the allegation to be conducted. Should additional information be provided, the complaint record will be reopened and reassessed. The reported allegation within this record will be trended as a part of the arthrex product quality complaint trending process.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual evaluation of the ar-9811 apollorf mp90, aspirating ablator, 90°, multi-port shows the tip to be discolored. Damaged marks are also visible on the shaft of the device. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error. The complaint allegation could not be confirmed.